Event description:
S: steripath device failed, tubing was damaged and blood leaked while cultures were being drawn. B: pt ordered for blood cultures, site was prepped, vessels accessed, blood leaked from tubing. A: product (steripath micro ref 4010-23ut-en, lot 114881854), was damaged and clinician did not notice until blood was flowing through the tubing. R: determine if this is an isolated event. The product was shipped to the manufacturer for investigation. A letter from the manufacturer investigation. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Emailed mfg [redacted], shipped the product [redacted] via fedex.